Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The patient reported that sunday evening, his cgm value was 80 mg/dl, displayed a down arrow and the valued dropped to 40 mg/dl. He remained alert, self-treated with a soda containing additional sugar followed by eating two tablespoons of honey. His cgm continued to alarm for low so he went to the emergency department (ed) for evaluation. His bg in the ed was 600 mg/dl. He was evaluated and he was going to be treated with insulin in the ed, he declined and stated that he would take his own insulin when he returned home. The patient was discharged home, self-treated with insulin and his blood glucose decreased to 200 mg/dl by 6:30 am the following morning. At the time of contact, the patient was discharged home and alert. Data was provided for investigation and the allegation and probable cause was undetermined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.